Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator cover and gasket. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has damage to the collimator. A cracked cover was identified. There was no report of pt injury.